Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the interface was down. A technical support specialist dialed into the server, ran a downtime query, and found that the carefusion coordination engine (cce) messages were not current. The tss restarted the bd external messaging service along with all net services. After rerunning the downtime query, it was confirmed that the cce messages were current. The customer verified that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server multiple patients and new orders were not crossing over and interface was down. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.